Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. No audio and beep anomaly or constant tone noted during testing. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had blank display and constant tone. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's blood glucose was 68 mg/dl at the time of call. The customer stated that they corrected the blood glucose with manual injection. The customer stated that the insulin pump went to blank display and had a constant tone after insulin pump rest. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.